Manufacturer narrative:
(B)(4) - improper or incorrect procedure or method - failure to follow steps/instructions. Do not use the starclose vascular closure system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported through an article review that an arteriotomy closure of the right common femoral artery was achieved using a starclose se device with a 6fr sheath after a diagnostic and interventional procedure. The early post-procedure period ended without complication and the patient was discharged home three days after the procedure. Reportedly, 10 days post procedure the patient returned with pain and inflammation of the groin and limited ambulation. An echography showed 18x30mm pseudoaneurysm of the right common femoral artery that was treated by percutaneous injection of thrombin, but patient came back to the hospital 15 days later with the same symptoms. Computed tomography angiography showed partial thrombosis of the aneurysm between the two clips and critical stenosis of the right superficial femoral artery adjacent to the clip of caudal location. Additionally, in the lumen of the superficial femoral artery, a flap intimal was visualized. The patient underwent arterial restoration by polytetrafluoroethylene (ptfe) vascular graft. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of occurrence is entered as (B)(6) 2007 as the procedure was reported as being in 2007. The device will not be returned for evaluation. A follow-up report will be submitted with all additional relevant information. Article: I. Quintana martinez, m.e. Guillen subiran, r. Zaragozano guillen, j. Hilario gonzalez (radiologia, issn/isbn: 00338338, 2014, vol/iss. 56/3 p.277-280) complications after the use of a starclose vascular closure device for femoral punctures.